Manufacturer narrative:
The UDI of the system is unavailable. A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended and there were no failures detected. The system then passed the system checkout and was found to be fully functional. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the leads in the nexframe procedure were showing 2mm caudal to the locked plan set (only in the sagittal view). There was no patient present when this issue was identified.